Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation also found that the distal end plastic cover had scratches and a dent, objective lens had peeling of cement, light guide lens had a chip, bending section cover glue had a crack, insertion tube had minor surface scratches, and the light guide tube and the scope connector had minor surface scratches. The customer cleaned, disinfected, and sterilized the device before sending it to olympus. There was no delay in the start of the pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was flushed with air and water, and the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope biopsy channel had a stuck cotton. The device was returned for evaluation. During the device evaluation, it was found that there was no brush or forceps passage and that the dunk, guide wire tension, catheter, and suction flow tests were unable to be performed due to the foreign object that was stuck inside the biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information regarding confirmation about the clog being cotton and whether the clog occurred from the previous procedure, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over a year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be confirmed what the foreign material was. There was no damage to the area where the foreign material was detected, and it is unknown if there were any deviations in the reprocessing that was performed. Therefore, the cause of the material remaining in the device could not be specified. The event can be detected/prevented by following the instructions for use: tjf-q190v operation manual chapter 3 preparation and inspection. Tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.